Manufacturer narrative:
Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees. The proximal portion of the anchor remains attached to the tip of the inserter. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the device is consistent with off axis insertion. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the anchor was deployed but broke off into the joint space and an additional bone hole was required. The broken piece was retained in the patient. The anchor was removed from the patient. A backup device was utilized to complete the procedure.